Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the machine learning xavier (mlx) and common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. The pn: 658890-21 mlx unit was returned for evaluation, and the reported "error 40096" was confirmed and replicated. The unit was installed on an in-house eft system, programmed to customer software a80_p1.1.1_b462 (wj79), and powered up in normal mode with error 40096 present on the tower display. The pn: 656810-21 ccc unit was placed on pca configuration eft 722735-01 and tested per ipc 1069151-01 to confirm the reported problem showing symptoms of a "bricked" tegra module. The problem was confirmed per the ipc instructions. The recommendation for repair is to reprogram it according to the ipc instructions. The complaint was confirmed based on failure analysis, which indicates that the device may have contribute to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer informed the technical support engineer (tse) received error 40096 and emergency power off with no change. The customer has another system and wants to swap the case to that system and stop troubleshooting. The error most likely is a hard error. The procedure was aborted to another dv system with no reported injury.